Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: acute thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It has been reported via trial that the index procedure was performed in 2008. Two xience v stents were implanted in the distal and proximal lad overlapping. Predilatation was performed prior to stenting of the distal lad; however, no predilatation was performed on the proximal lad prior to stenting. The patient experienced chest pain and returned to the hospital five days later. Cardiac cath was performed with revascularization to the mid lad. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Angina and thrombosis are known adverse effects of coronary stenting and are listed in the IFU. There was no report of any device malfunction; the angina, revascularization, and hospitalization appear to be the result of the thrombosis. There is no indication of a product quality issue; however, a conclusive root cause for the reported patient effects, and the relationship to the device, if any, cannot be determined.